Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for ventilation. No clear root cause of the issue could be determined as insufficient information was provided by the customer. The most probable root cause may be a faulty connection between the interaction panel and ventilation unit. There was no patient or user harm.

Event description:
This hospital started to use this g5 in ICU from 20:30 on november 21. About 23:00, a staff tried to operate the g5, neither hard keys nor p&t knob was functional. He rebooted the g5, then the phenomenon disappeared.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6), 2022 at the ems and bonaduz sites. It was stated by complainant as follows: "this hospital started to use this in ICU from 20:30 on (B)(6). About 23:00, a staff tried to operate the g5, then neither hard keys nor p&t knob wasn't functional.he rebooted the g5, then the phenomenon disappeared." If it is impossible to handle the device throught the p&t knob and touch screen by the medical staff the ventilation may be insufficient for the patient. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient or user. Furthermore is the issue not likely to be serious to public health but is likely to cause serious injury or death to patient or use if it were to recur. Therefore, the event has been deemed to be a reportable event.

Event description:
This hospital started to use this in ICU from 20:30 on november 21. About 23:00, a staff tried to operate, then neither hard keys nor p&t knob wasn't functional. He rebooted then the phenomenon disappeared.